Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Two samples were received for evaluation. Visual inspection confirmed slits on both cuffs. The most probable root cause for cuff leaks in the cuff body is associated with sharp utensil or object. The customer reported malfunction was verified.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during pre-test of the endobronchial tube cuff, the nurse tried to inflate the cuff but it would not inflate in despite the continued air insertion. There was no patient involvement.